Event description:
It was reported the pt died two days after being implanted with a permanent scs system. Allegedly, the pt's death was related to cardiac complication and not the scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.